Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. 306597 batch no. Unknown. It was reported that before use of the cap disinfection strip us the sponge fell out of the device. There were four units with this issue. The following information was provided by the initial reporter: sponge fell out of device while testing on smart-site.

Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
Material no. 306597; batch no. Unknown. It was reported that before use of the cap disinfection strip us the sponge fell out of the device. There were four units with this issue. The following information was provided by the initial reporter: sponge fell out of device while testing on smart-site.